Event description:
The patient received a trial scs system which included two leads from the same lot. It was reported, the patient experienced severe headaches. The patient went to the emergency room where the leads were explanted. The patient was prescribed medication for the pain. Follow up information revealed the patient's symptoms were partially resolved. The patient has reported having a residual headache with pain behind his eyes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.